Event description:
A report was received that the patient's ipg was not holding its charge. Database revealed high impedanced battery. The patient underwent battery replacement and was doing well following the procedure.

Event description:
A report was received that the patient's ipg was not holding its charge. Database revealed high impedanced battery. The patient underwent battery replacement and was doing well following the procedure.

Manufacturer narrative:
Device evaluation indicated that the ipg passed visual, electrical, performance and photographic imaging tests performed. The complaint regarding the ipg not holding a charge was confirmed. The patient's profile indicated premature battery depletion. The ipg battery was examined as it exhibits high impedance, and found to be faulty due to broken positive weld tab.